Event description:
Allegedly, during an esophagoscopy the pt's esophagus was perforated; the perforation was repaired and pt was released after one week in hospital after doctor confirmed area healed. Later, the pt returned to the hospital and it was found that the repair had broken. Doctor repaired again.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of the stop key on pump head does not work was confirmed. The reported condition was due to corrosion on pump head module keypad ribbon cable. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
During device evaluation on december 9, 2009, the stop key on the pump head module keypad was found to be not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. The software version for this device is currently not known.